Event description:
The end user's mother reported that two incidents occurred with her child's zippie voyage on (B)(6) 2024. The first incident occurred at the doctor's office when the stroller seat detached from the base while the end user was strapped into the seat. The end user's mother was able to catch the seat and the end user did not hit the floor. The second incident occurred as the mother was pushing the end user into their home. When the stroller went over the threshold, the stroller seat partially detached and "flew back" hitting the wall with the end user in it. The mother reported that she caught part of the seat during the incident. The mother stated she always double checks to ensure the seat is manually locked in place; she explained that she did the same prior to both incidents. After the incident, the end user was taken to the emergency room. The doctor confirmed the end user was fine. There were no further injuries reported.

Manufacturer narrative:
Background information: zippie voyage owner manual (245797, rev. B, section viii: use & maintenance, page 15, section I: seating installation) states "using the latch lock: a. Before attaching or removing the seat to or from the base, the latch lock (k) must be slid to the right (unlocked position) as shown in fig 14. B. To prevent inadvertent activation of the seat latch, slide the latch lock to the left as shown in fig 15 after the seat is fully secured to the base (you cannot attach seat to base while lock is engaged)." And "b. Ensure all positioning straps and accessories are out of the way and will not interfere with the seat from fully engaging the receiver." Discussion: the end user's mother reported that two incidents occurred with her child's zippie voyage on (B)(6) 2024. The first incident occurred at the doctor's office when the stroller seat detached from the base while the end user was strapped into the seat. The end user's mother was able to catch the seat and the end user did not hit the floor. The second incident occurred as the mother was pushing the end user into their home. When the stroller went over the threshold, the stroller seat partially detached and "flew back" hitting the wall with the end user in it. The mother reported that she caught part of the seat during the incident. The mother stated she always double checks to ensure the seat is manually locked in place; she explained that she did the same prior to both incidents. After the incident, the end user was taken to the emergency room. The doctor confirmed the end user was fine. There were no further injuries reported. The mother provided she is currently not having her child use the stroller. The mother reported her dealer's technician evaluated the wheelchair, and the technician stated the screws on the base plate were very loose and had to be tightened. The technician also stated the rivets needed to be tightened and the base of the stroller is "wobbly." Sunrise medical has not evaluated the stroller, so there has been no confirmation of the previous claims. The mother stated she was not made aware of any recall involving the zippie voyage. The mother provided she did not receive a tether kit (failsafe device) for her zippie voyage stroller. A DHR review for this product was conducted and no abnormalities, deviations, or ncmr's related to the claim were identified in the manufacturing process. After the incident, the end user was taken to the emergency room. The doctor confirmed the end user was fine. There were no further injuries reported. Conclusion: due to the unexpected detachment of the base, the lack of a failsafe device, and the open zippie voyage recall, this MDR is being filed.

Manufacturer narrative:
UDI related data quality updates only this MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.